Event description:
It was reported that while using a cadd® cadd-ms® 3 ambulatory infusion pump, the patient was unable to program the device. The patient states the device was going "haywire". The patient loads the cartridge, goes through the set up screens, but is then unable to program the device. This product issue did not contribute to a clinical or patient injury.